Event description:
Related manufacturing ref: 3008452825-2022-00194. Following the procedure, an attempt was made to pull back the catheter while the sheath was still in the inferior vena cava. Resistance was noted and it was advised to pull the equipment out under fluoroscopy. When attempting to pull the equipment back again, it was noted that the catheter was looped around the sheath and the catheter had sheared off part of the sheath when it was originally pulled back. All of the sheath pieces of the sheath were recovered with no consequences to the patient.

Manufacturer narrative:
Two images were submitted for evaluation to product performance engineering. One image appears to show a non-abbott introducer sheath. A portion of the sheath has been fractured and detached and is not present in the photo. Specifically, the sheath appears to have been sliced lengthwise along the sheath. The other image appears to show an advisor hd grid catheter. A portion of the introducer sheath has been fractured and detached, and is caught on the splines of the advisor hd grid catheter.

Event description:
Further information revealed a non-abbott sheath was involved in this event, not a fast cath introducer.